Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing burning and heating sensations during an MRI. It was confirmed the patient's ipg had entered MRI mode. As a result, intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.